Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change out procedure, it was difficult to loosen the right atrial set screw on the pulse generator. The device header was broken to remove the atrial lead. The lead was checked and all parameters were normal. A new device was explanted. The patient was discharged and would continue to be monitored with regular follow-up.

Manufacturer narrative:
The field complaint of stuck set screw was confirmed. Device was received with the header crushed and the battery voltage at elective replacement indicator. Visual inspection of header found that atrial set screw with septum punch out in it. Stripping of the top of the atrial set screw is related to user error due finding of septum punch out inside.